Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The device was reprogrammed. On (B)(6) 2018, the lead was capped and replaced. Patient was noted to be recovering.

Event description:
New information received noted that the patient was asymptomatic.